Event description:
Medtronic paradigm insulin pump, with no warning hsa failed. Second pump to do so from medtronic with a seemingly random error. Cannot be resect (was a software issue each time) and must wait for a replacement pump while seeking emergency diabetes management.